Manufacturer narrative:
The field service engineer (fse) confirmed that the diff mixing motor was not turning, causing the differential recovery problem on both patients and controls. He replaced the motor, resolving the issue. Upon recur, the failure mode identified is likely to impact differential results due to inadequate mixing of the blood segment for differential analysis; results could be flagged; un-flagged or non-numeric. (B)(4).

Event description:
The customer reported differential incomplete computation on the lh780; the instrument had also experienced latron control recovery problems which had been resolved earlier that same day. There were no erroneous results reported out of the laboratory. Samples being run recovered differential incomplete results. Correct differential results were obtained by running the samples on another instrument.